Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image disappears on the connected glidescope go monitor's display. The customer reported that the video baton's connection to the glidescope go monitor was "loose." The procedure was completed using a backup glidescope system, which was made available in an unspecified amount of time. No harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope video baton 2.0 large returned to verathon for evaluation. Due to the video baton not returning to verathon for evaluation, the cause of the reported issue could not be determined. Since the customer had identified the issue was isolated to just the glidescope video baton 2.0 large, the customer was advised to replace it. Upon review of the device history for the serial number "(B)(4)" it was determined that the device was manufactured on october 23, 2020 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact that there are no repairs available for the video baton, the customer was advised to replace their glidescope video baton 2.0 large. At this time, the cause of the reported issue could not be determined; however, it is likely that the age of the device, two (2) years and two (2) months, may have caused or contributed to the event. Review of complaint history for the reported video baton serial number "(B)(4)" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope video batons does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.